Event description:
User having issue with low results repeating at higher values for two samples. The following example was provided: initial result gave 0.7 mg/dl; repeat gave 8.3 mg/dl. No erroneous results were reported and no corrected reports made. The field service rep determined the cause to be sample probe contaminated with gel and out of alignment. He replaced sample probe and performed all sampling and reagent alignment. Additionally noted he replaced reaction cells, rinse nozzle tips. Performance tests were performed and within specification.